Manufacturer narrative:
Additional information/correction: nineteen (19) (previously reported as twenty) single-use devices were received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Twenty single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted for lots (B)(4), and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 23 </noe> malfunction events. It was reported that at least twenty-three large volume infusors had flow issues during infusion. At least twenty-two devices underinfused, and one device overinfused. These events involved patients with no patient consequences. No additional information is available.